Event description:
It was reported that this high out of range pacing impedances were noted on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was contacted for troubleshooting, as the trends were not yet populated for reference. Technical services (ts) recommended the patient perform a patient-initiated interrogation (pii), for the trends to be plotted on the trend graph. Data has not yet been updated. This crt-d remains in-service. No adverse patient effects were reported.